Event description:
This case was reported by a consumer and described the occurrence of abnormal sensation of limbs in a male pt who received denture adhesive powder-double salt (super poligrip denture adhesive powder) and polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) for denture adhesive. A physician or other health care professional has not verified this report. On an unk date(s), the pt started denture adhesive powder-double salt and polyethylene oxide + sodium carboxymethylcellulose. At an unk time after starting denture adhesive powder-double salt and polyethylene oxide + sodium carboxymethylcellulose, the pt experienced abnormal sensation of limbs, loss of muscle mass, vision loss and allergy to metals. This case was assessed as medically serious by gsk. Treatment with denture adhesive powder-double salt and polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were unresolved. Consumer reported using super poligrip powder and super poligrip comfort seal strips and reported after using the products for one year he has experienced his legs feeling like they are falling off, consumer reported loss of muscle mass, loss of vertical vision and allergies to metal. The consumer said he will be seeking an attorney. He refused to provide any personal info and disconnected the call. This case is lost to f/u.

Manufacturer narrative:
Super poligrip powder is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).